Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) experienced syncope.

Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) experienced syncope.

Manufacturer narrative:
The local guidant representative was notified but was unable to locate any additional information. The available information leads us to believe the device remains implanted. Guidant will reopen this event as additional information becomes available. The device was explanted over six years later for normal battery depletion. Detailed analysis is pending.

Manufacturer narrative:
Upon return the device underwent detailed analysis. Visual inspection noted lead abrasion marks and anodization marks on the case from the pacing pulses. There was a small dent on the bottom edge of the case. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. The allegation could not be confirmed through analysis.